Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a small hole by the funnel in the urethral catheter.

Manufacturer narrative:
The reported event was confirmed. A photo of a red robinson catheter was returned. A pinhole was found in the catheter indicative of a manufacturing related failure. The device did not met specifications. Per the patient cod, it does not appear that the device was used for treatment or diagnosis. But as this is an intermittent catheter it would appear that it would have been used for treatment. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient". However this would not be needed for this complaint as the patient code was listed as " 2645 no patient involvement". Correction: h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a small hole by the funnel in the urethral catheter.